Event description:
Same case as MFR report #6000089-2005-01493. It was reported that one to two days after a treatment procedure during which two express biliary stents were placed, stent thrombosis occurred. The lesions being treated were in the right and left renal arteries. The left renal artery was reported to have `high grade' stenosis. Other lesion details are not available. At one or two days after the procedure, the pt complained of upper abdominal pain, and a nuclear medicine scan was performed. The scan revealed stent thrombosis in both the right and left renal artery stents. The left renal artery was determined to be 23% functional and the right renal artery was determined to be 76% functional. The pt was treated with thrombolytics and discharged and unknown number of days later. The pt was then readmitted in early september with flank pain and was diagnosed with acute renal failure. A dialysis catheter was placed. Details regarding the pt's current condition are not available.